Event description:
Eval revealed a misaligned display screen, partially dislodged force sensor pins, and force sensor plate damage. The force sensor resistance measurement was out of calibration.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Eval also discovered that the force sensor plate was physically damaged. The pump was successfully primed during eval ,and the pump detected the cartridge on the load step.